Manufacturer narrative:
Product analysis: it was confirmed that the epg would not power on. The battery wires were found to be shorting. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not power on. It was noted that the issue persisted, following battery replacement, and batteries were observed to be hot to the touch. The epg was returned for service. There was no patient involvement. The epg tested out of specification, during analysis.

Manufacturer narrative:
Failure analysis was performed on the lower enclosure. Visual inspection: observed melted power and ground wires. Benchtop analysis: observed melted power and ground wires. Confirmed shorting between power and ground wires with a digital multimeter. Removed heat shrink surrounding the power and ground wires. Confirmed power and ground wires have melted and fused together. A resistance measurement of 0.34o was taken between the ground and power wires. Conclusion: confirmed customer complaint lower enclosure battery wires are shorted. Failure caused by lower enclosure battery wire short. If information is provided in the future, a supplemental report will be issued.